Event description:
The service report showed an error code that suggests that the ventilator stopped cycling while on pt use. No pt harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.